Manufacturer narrative:
The lens was returned in liquid in a vial. Visual inspection of the returned product found a piece of one haptic torn off and missing. (B)(4).

Event description:
The reporter stated a 13.7mm micl13.7 implantable collamer lens, -6.5 diopter, was torn during loading, as the lens was being forwarded. There was no patient contact and the backup lens was used. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: a lens work order search was performed. No similar complaint type events found. Claim#: (B)(4).